Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but the occurrence could not be denied. The repair case was cancelled, and the device was returned to the user. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that during inspection for use, the visera elite video system center did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by customer. The intended therapeutic lithotomy procedure was completed successfully with the same device. There was no delay in the procedure and the patient was not under general anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely no image displayed may have been caused by an abnormality in the scope/camera head, ap board (patient board), dp board (video board 3f), receptacle u, or ap-dp flat cable, as explained in the service manual for cases of no images displayed in the mask. Olympus will continue to monitor field performance for this device.